Manufacturer narrative:
(B)(4). Teleflex received the device for analysis. The reported complaint of "balloon did not inflate fully" is confirmed. A puncture to the bladder, consistent with contact from the broken fiber, was found near the distal tip of the iab which would prevent the balloon from fully inflating. The root cause of the broken fiber is undetermined. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for this reported complaint. There are no new or revised risk. This issue will be monitored for any developing trends. See MDR #1219856-2017-00071/(B)(4) related to this complaint.

Event description:
The fiber optic connection and the cal key were given to the clinical engineer to insert into the pump to zero prior to insertion. He connected the fiber optic connector and the cal key, the pump zeroed, and the medical doctor (md) inserted the balloon into the sheath when the pump alarmed fiber optic sensor (fos) out of range. There were no pressures from the fiber optic on the screen. Pressures were obtained from an external transducer system that was connected to the balloon catheter via fluid filled system. The arterial pressure (ap) was not optimal and the balloon did not inflate fully. A 50cc syringe was used to inflate 25cc of room air into the catheter. Again, the ap was not optimal. They removed the pump and used another pump. After connecting the second pump to the catheter, they noticed the blood in the gas line. The pump was giving high pressure alarms. They removed the catheter and placed another catheter and this catheter also did not want to zero at first. They removed the fos connector and cal key and replaced it and it worked.

Manufacturer narrative:
(B)(4).

Event description:
The fiber optic connection and the cal key were given to the clinical engineer to insert into the pump to zero prior to insertion. He connected the fiber optic connector and the cal key, the pump zeroed, and the medical doctor (md) inserted the balloon into the sheath when the pump alarmed fiber optic sensor (fos) out of range. There were no pressures from the fiber optic on the screen. Pressures were obtained from an external transducer system that was connected to the balloon catheter via fluid filled system. The arterial pressure (ap) was not optimal and the balloon did not inflate fully. A 50cc syringe was used to inflate 25cc of room air into the catheter. Again, the ap was not optimal. They removed the pump and used another pump. After connecting the second pump to the catheter, they noticed the blood in the gas line. The pump was giving high pressure alarms. They removed the catheter and placed another catheter and this catheter also did not want to zero at first. They removed the fos connector and cal key and replaced it and it worked.